Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 455 mg/dl. The customer stated that she slipped and fell down the stairs and was taken to the hospital by ems. The customer stated that it might be diabetes related because she blacked out going down the steps. The customer also stated that she was dehydrated. During the hospital visit, the doctor was referred to a specialist for her heart issues. The customer was treated with an IV drip. The customer also stated that she received a failed battery test and no delivery alarm. The customer was advised to monitor the pump. The customer declined to return the set and reservoir for analysis.